Event description:
Imprecise tacrolimus results were obtained on a group of patient samples. Patient results were reported to the physician who questioned the results. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the imprecise tacrolimus results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the imprecise tacrolimus results is instrument maintenance issues. The siemens healthcare diagnostics technical service center representative directed the customer to perform maintenance steps including realignment of sample and r2 probes which cleared the imprecision issue. Note: the tacrolimus flex(r) reagent cartridge instructions for use states; "a test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. Confirmation of unexpected or atypical results by an alternative methodology is recommended prior to any adjustments in tacrolimus dosage." The instrument is performing within specifications. No further evaluation of the device is required.